Manufacturer narrative:
This report is filed on november 04, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to poor performance with device use as a result of incorrect positioning of the electrode array.